Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2575 showed no other similar product complaint(s) from this lot number. (B)(4). Mw5087957.

Event description:
It was reported via medwatch, "an attempted PICC line placement where the introducer wire was sheared off. CT of the upper extremity showed a 2.2 cm linear metallic density seen in the right axilla concerning for foreign body. Confirmatory x-rays were done. Nurse inserting the PICC line reported that the procedure went smoothly and there was no resistance during the insertion. He states that during insertion, he was reviewing the ultrasound and noticed the hyper-dene-appearing foreign body. He states that the looked at the guide wire and states that he did not see that it appeared to be sheared off or broken. [Patient] was transferred to another facility secondary to interventional radiology at this facility not having pediatric training. Also, in case the retained wire moved, this facility does not have pedi cv surgery services."